Event description:
Meter seems to be working, but when testing it'll give crazy readings. Tried putting a new battery in, but that didn't help any. I asked how long her she had the meter, she didn't know for sure; maybe 2 years. I asked how long she had the test strips opened? She stated they just bought them last month.